Manufacturer narrative:
In h8/h9/h10/h11 additional manufacturer narrative, remove statement "device diameter was 8mm." And replace with "device diameter was 8.2mm."

Manufacturer narrative:
H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation conclusions code d1101: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU says if vessel size is smaller than the nominal body outer diameter , major bleeding, vessel damage, or serious injury to the patient, including death, may result. The physician reported that iliac artery diameter ranged 5-7mm. Device diameter was 8mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. A gore® dryseal flex introducer sheath (22fr) was inserted into the right femoral artery, then two gore® tag® conformable thoracic stent grafts with active control system were implanted. When the 22fr gore® dryseal flex introducer sheath was removed, it was observed that the right external iliac artery was ruptured. Three gore® viabahn® endoprostheses were implanted in the right external iliac artery to treat this rupture. It was confirmed that there was no blood leak to outside of the vessel. Then, the procedure was concluded. The physician stated that the access vessel was narrow. Reportedly, the diameter of the right external iliac artery was about 5mm - 7mm.